Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy was unknown. The patient was recovered from this event. No additional information is available.